Event description:
Caller reported an issue with not seeing insulin drops while running it through the tubing and could not recall if drops were seen during the initial filling of the current cartridge. The caller's blood glucose level was reported as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). During troubleshooting, the customer ran a fill tubing and started to get drops, successfully resuming insulin delivery without changing any supplies.